Event description:
It was reported that the patient underwent an initial hip arthroplasty. The patient was revised due to dislocation fourteen years post implantation. The head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d6a, g3, h2, h3, h6. D6a: 2007 reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Visual examination of the provided pictures identified wear on the head and both products covered in bio debris. Radiographs identified the following: the right hip arthroplasty is superolaterally dislocated. There is no fracture. Bone quality is very osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Multiple reports were submitted along with this report 0001822565-2021-02975. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.